Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 03jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6825. The tech recommended replacing the wireless network card and the logic board. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 600.6825. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Replace wireless network card. Replace logic board. Return the unit to the factory. Recommend to biomed to take a known good wireless card and see if the error goes away. Gave him the part number to the wireless abgn card. If the error does not go away, biomed will send in the unit for flat rate repair due to the cost of the logic board. A review of the device history record showed the device had a manufacture date of 03jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6825. The tech recommended replacing the wireless network card and the logic board. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6825. The tech recommended replacing the wireless network card and the logic board. There was no patient involvement.